Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3, h4, h6 and h11. Complaint conclusion: as reported by the field, during a thrombectomy, the surgeon prepped an emboguard 87, 95 cm balloon catheter (bg8795c, 9180869) outside the patient as advised. When introducing the emboguard (eg) into the patient¿s body, he used the plastic introducer provided inside the eg packaging to feed the eg into the terumo short sheath. The user reported that this felt very stiff and difficult to advance but managed to introduce it anyways into the patient. When positioned inside the patient and attempted to inflate, the balloon on angio showed that it was leaking contrast and was unable to be inflate as needed for flow arrest. The procedure continued with the same eg and achieved a good clinical result of tici 3 for the patient using stents and aspiration catheter for x2 passes. But was unable to get good stability due to balloon not being able to inflate. At the end of the case the balloon was inspected and looked ¿crumbled up¿. Additional event information received on 09-oct-2024 indicated that the involved device nor the concomitant product kink/bend at any time prior to the resistance/friction. The maximum recommended inflation volume did not exceed. There was no evidence of air entering the patient. The device was not removed when the balloon wouldn¿t inflate, continued with the mt without using balloon inflation. The event didn¿t necessarily delay the procedure, just made it more difficult due to instability the initial examination of the returned emboguard device identified kinking of the shaft at approximately 929mm, 832mm, 575mm, and 473mm from the distal tip of the emboguard device. None of this damage was reported in the complaint event, and therefore is deemed unrelated. Evidence of a tear in the balloon material at the distal section of the balloon was identified. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device. The complaint report detailed that the balloon would not inflate during device use. The returned emboguard device could not be successfully inflated and deflated as per the procedural steps in the IFU, therefore the complaint event is confirmed. A tear was identified in the balloon material. From the review completed this defect would have been apparent during that the rupture occurred post preparation of the device, potentially during the target vessel. An attempt to recreate the balloon rupture indicates that the potential cause of the damage on the returned emboguard device may be attributed to insertion with a semi-inflated balloon and without the aid of the peel-away sheath. A device history review (DHR) associated with lot 9180869 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although the complaint event is confirmed, root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a thrombectomy, the surgeon prepped an emboguard 87, 95 cm balloon catheter (bg8795c, 9180869) outside the patient as advised. When introducing the emboguard (eg) into the patient¿s body, he used the plastic introducer provided inside the eg packaging to feed the eg into the terumo short sheath. The user reported that this felt very stiff and difficult to advance but managed to introduce it anyways into the patient. When positioned inside the patient and attempted to inflate, the balloon on angio showed that it was leaking contrast and was unable to be inflate as needed for flow arrest. The procedure continued with the same eg and achieved a good clinical result of tici 3 for the patient using stents and aspiration catheter for x2 passes. But was unable to get good stability due to balloon not being able to inflate. At the end of the case the balloon was inspected and looked ¿crumbled up¿. Additional event information received on 09-oct-2024 indicated that the involved device nor the concomitant product kink/bend at any time prior to the resistance/friction. The maximum recommended inflation volume did not exceeded. There was no evidence of air entering the patient. The device was not removed when the balloon wouldn¿t inflate, continued with the mt without using balloon inflation. The event didn¿t necessarily delay the procedure, just made it more difficult due to instability.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4 (primary UDI number): the number is not complete as the manufacturing date was not available at the time of this report. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.